Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission with an episode that triggered atrial fibrillation (af). Review of the episode revealed oversensing of p-waves. Programming changes were discussed. The patient was stable.